Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of anorectal hemorrhoids procedure performed on (B)(6) 2022. During preparation, upon unpacking the device, the physician noticed that the second and third bands overlapped on the first band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of anorectal hemorrhoids procedure performed on (B)(6) 2022. During preparation, upon unpacking the device, the physician noticed that the second and third bands overlapped on the first band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of damaged bands. Block h10: the returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached, some bands were moved and overlapped. Some bands were also cracked/damaged. The handle slot had the trip wire inserted. The suture was broken, possibly during the device removal. The ligator housing teeth were found bent/damaged. The suture hole was in good condition, including the returned irrigation tube. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands damaged/defective was confirmed. Upon analysis, it was found that thee returned device had cracked bands. The ligator housing teeth were also bent, and the bands were moved and overlapped. These suggest that the device could not deploy. These conditions could have been generated due to excess of tension could have been applied when trying to make the deployment of the bands. This situation moved the bands from their place as if twisting them even causing the crack of it, which clearly indicates inability of the device to deploy the bands. It is possible that the functionality of the device has been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. The suture thread returned broken, because there was no information about a detachment or suture thread issue, it is possible that the suture was cut off at the time of removing the device. The most probable root cause of this complaint is adverse event related to procedure.